Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the device not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test. As a result, customer experienced hyperglycemia and self-treated with an insulin injection (dose/type unknown). Customer was then admitted to the hospital where intravenous glucose was administered by a hcp for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the device not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test. As a result, customer experienced hyperglycemia and self-treated with an insulin injection (dose/type unknown). Customer was then admitted to the hospital where intravenous glucose was administered by a hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. This damage was caused by incorrect insertion of usb cable which leads misaligned and results the port not functioning as intended. Visual inspection has been performed on the usb/charging cable and no issues were observed. Usb/charging cable passed in the testing. Reader was de-cased and download data while in the test fixture. Therefore, issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the device not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test. As a result, customer experienced hyperglycemia and self-treated with an insulin injection (dose/type unknown). Customer was then admitted to the hospital where intravenous glucose was administered by a hcp for treatment. There was no report of death or permanent impairment associated with this event.